Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, upon removal of the sensor pod from the patient body, the sensor wire had detached and was left in the skin at the insertion site. The sensor was inserted at the abdomen on the (B)(6) 2017. No additional event or patient information is available. No product or data were provided for evaluation. The reported detached sensor wire could not be confirmed. A root cause could not be determined.